Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported noisy signals observed on the shock channel.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noisy signals on the shock channel, which could be reproduced with isometrics. Boston scientific technical services (ts) was contacted for assistance. The field representative confirmed that shock impedance measurements were in-range when the patient was performing isometrics and there was no oversensing on the rv channel. Several years later, this device was explanted for a therapy upgrade and returned for analysis. No adverse patient effects were reported.